Event description:
A pt reported experiencing inaccurate low results with a otu meter. The pt's blood glucose results were 115mg/dl vs. 300 lab. Tests were done within 10 mins with a difference of 62%. Pt did not experience any adverse events. No further info has been reported.